Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the hospital for unrelated reasons, the device was found in backup vvi mode. The issue was resolved after a device download was installed.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device was found to be in backup again. The therapies were disabled and the patient received a life vest. The patient was administered external defibrillation to treat for ventricular arrhythmia. The device was explanted and replaced. No further information is available.